Event description:
Patient had colonoscopy with polypectomy and "hot" biopsy of colon polyps as an outpatient. She was discharged in stable condition. Patient returned next day to the emergency department with severe abdominal pain and was admitted with diagnosis of "free air". An exploratory lapartomy and hartman procedure was performed. A colon perforation was identified and surgically corrected. Clinical engineering checked electrosurgical generator and determined it was operating within specifications. Video colonoscope was visually inspected and no evidence of defect or malfunciton was found.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: inherent risk of procedure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.